Event description:
Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy asr hip implant. Patient experienced pain, bodily impairment, and high levels of toxic metal in her blood stream. There is no mention of revision surgery. (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain, clicking and elevated ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.